Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm app and os incompatible due to unsupported os update on smart device occurred. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.